Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had battery malfunction. The batteries were unable to charge up even though the machine was plugged into ac power. There was no patient involvement as issue was found during routine check.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The user reported that the batteries cannot be charged up even though the machine was plugged into ac power. Some saline found on the battery compartment. Collected the machine to our workshop for further checking. The power slot interface board (d997-00-1187) was replaced for troubleshooting. The issue was solved after the board replaced. Device passed all performance according to factory specifications. Passed functional tests. Device was returned to customer and cleared for clinical use.